Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic meter. The patient's blood glucose results were 33 and 152 mg/dl. Tests were done within 10 minutes with a difference of 105 mg/dl. Both checkstrip and control solution tests were within range. Patient did not experience any adverse events. No further information has been reported.